Event description:
A medtronic ent representative reported a fusion navigation system was delivered to the site with a caster lock broken off. The broken caster lock resulted in difficulty pushing the system cart. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
Suspect device received for evaluation. Inspected the cart and all of the casters were attached securely to the base. The locking tab on the right front caster was broken off. All of the casters are cracked at the glue joint where the left and right half are assembled. New system cart sent to site and resolved issue.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic investigation finds fusion casters are not able to be replaced in the field due to a custom wrench needed to take them off. Medtronic field representative confirms the new system has been installed and is working properly. No further issues have been reported. Suspect caster swivel lock and fusion cart have shipped; however, have not been received by manufacturer for further evaluation